Event description:
In 2008, a patient/reporter alleged that her onetouch ultra meter had been prompting error 4. An er4 message indicates that either a patient may have high blood glucose and tested in an area near the low end of the system's operating tempurature range or that the test strip may have been damaged or moved during testing. The patient denied both. The patient reportedly began throwing up and was taken to the hospital with a diagnosis of dka. Customer service replaced the meter and test strips. At the patient's request, this senior medical affairs specialist spoke only briefly with the patient on eight days later, who alleged the following. The patient now believes the issue began before the symptom. The patient claimed that "one out of ten tests" was successful. On the day of the event, the previous month, the patient was unable to obtain a result, reportedly because of er4. Due to symptoms, she called emt who transported her to the ER. She does not recall blood glucose results. However, the patient was diagnosed with dka and hospitalized for 5-6 days. When unable to obtain a result due to er4, the patient continued taking her nightly 30 units lantus but did not take her regular. During the time the patient was throwing up, she did not attempt to take the regular because of her symptom. Due to an alleged diagnosis of diabetic ketoacidosis (dka) with symptoms experienced reportedly after the product issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Because the patient has visual problems and none available to read the serial number and test strip to numbers, the information was not provided.